Event description:
Device plugged in. Device did not make sound or electrocauterize when trigger was pulled. Device plugged into different machine to test electrosurgical unit (esu). Esu analyzer stated device not recognized. New ligasure device placed on field.